Manufacturer narrative:
This report is being filed to correct the initial reporter information.

Event description:
It was reported that this patient was implanted with this implantable cardioverter defibrillator (ICD) and competitor lead. The patient was admitted for a device change and when interrogating the device it was noted that the lead impedance was fluctuating. The doctor wanted to know if there was a compatibility issue between the device and competitor lead and to verify if they should implant a competitor device or implant a whole new system. Technical services (ts) noted that the pace impedance measurements on the competitor right ventricular (rv) lead were high and out of range the past year. Ts noted that the rv intrinsic amplitudes were also >5mv. Ts noted that the rv pace impedance trend was in favor of a system integrity issue and in office troubleshooting was recommended. Ts also discussed compatibility between boston scientific devices and competitor df-1 leads. A review of the data sent to technical services (ts) noted that there was no noise seen on the right ventricular electrogram (egm). Additional questions were inquired about but it was noted that no further troubleshooting could take place as the patient attended a replacement procedure. It was noted that all measurements with the pacing system analyzer (psa) were normal. The device was explanted and replaced with a competitor device. No additional adverse patient effects were reported.

Event description:
It was reported that this patient was implanted with this implantable cardioverter defibrillator (ICD) and competitor lead. The patient was admitted for a device change and when interrogating the device it was noted that the lead impedance was fluctuating. The doctor wanted to know if there was a compatibility issue between the device and competitor lead and to verify if they should implant a competitor device or implant a whole new system. Technical services (ts) noted that the pace impedance measurements on the competitor right ventricular (rv) lead were high and out of range the past year. Ts noted that the rv intrinsic amplitudes were also >5mv. Ts noted that the rv pace impedance trend was in favor of a system integrity issue and in office troubleshooting was recommended. Ts also discussed compatibility between boston scientific devices and competitor df-1 leads. A review of the data sent to technical services (ts) noted that there was no noise seen on the right ventricular electrogram (egm). Additional question were inquired about but it was noted that no further troubleshooting could take place as the patient attended a replacement procedure. It was noted that all measurements with the pacing system analyzer (psa) were normal. The device was explanted and replaced with a competitor device. No additional adverse patient effects were reported.

Event description:
It was reported that this patient was implanted with this implantable cardioverter defibrillator (ICD) and competitor lead. The patient was admitted for a device change out procedure, but when interrogating the device it was noted that the lead impedance was fluctuating. The doctor wanted to know if there was a compatibility issue between the device and competitor lead and to verify if they should implant a competitor device or implant a whole new system. Technical services (ts) noted that the pace impedance measurements on the competitor right ventricular (rv) lead were high and out of range the past year. Ts noted that the rv intrinsic amplitudes were also >5mv. Ts noted that the rv pace impedance trend was in favor of a system integrity issue and in office troubleshooting was recommended. Ts also discussed compatibility between boston scientific devices and competitor df-1 leads. No adverse patient effects were reported. The device remains implanted.

Manufacturer narrative:
This report is being filed to correct the initial reporter information.

Event description:
It was reported that this patient was implanted with this implantable cardioverter defibrillator (ICD) and competitor lead. The patient was admitted for a device change and when interrogating the device it was noted that the lead impedance was fluctuating. The doctor wanted to know if there was a compatibility issue between the device and competitor lead and to verify if they should implant a competitor device or implant a whole new system. Technical services (ts) noted that the pace impedance measurements on the competitor right ventricular (rv) lead were high and out of range the past year. Ts noted that the rv intrinsic amplitudes were also >5mv. Ts noted that the rv pace impedance trend was in favor of a system integrity issue and in office troubleshooting was recommended. Ts also discussed compatibility between boston scientific devices and and competitor df-1 leads. A review of the data sent to technical services (ts) noted that there was no noise seen on the right ventricular electrogram (egm). Additional question were inquired about but it was noted that no further troubleshooting could take place as the patient attended a replacement procedure. It was noted that all measurements with the pacing system analyzer (psa) were normal. The device was explanted and replaced with a competitor device. No additional adverse patient effects were reported.